Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 150mg/dl at night. Based on parkes error grid analysis, the bias between the lowest result given (55) and the normal result (150) is located in zone b/d. No adverse event reported.